Event description:
The customer reported that while using the device during a thyroidectomy, the insulation on the tip of the device deteriorated. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the blue insulation on the device jaw is delaminated. Investigation showed that when this coating was found to be delaminated, the problem was determine to be contamination of the jaws from a component supplier. A new cleaning equipment process has been developed to assure proper removal of any contaminants prior to overmolding with the blue insulation. The returned sample was manufactured prior to the corrective action.